Manufacturer narrative:
No further information was provided. Patient's wife was requesting to be removed from patient mailer. Pending response from physician's office. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. (B)(4).

Event description:
A patient's wife reported via a field clinical engineer that the patient had expired due to meningitis. It is unknown if the meningitis was related to pump therapy. No further information is known at this time.